Event description:
A (B)(6) male with long standing history of paraplegia. Admitted to (B)(6) hospital with diagnosis of stage IV decubitus and suspected (B)(6) and ischial osteomyelitis. Treated with antibiotics. PICC line placed on (B)(6) 2012 for long term antibiotics. Hospital policy was followed for insertion of PICC line. Chest x-ray indicated PICC needed to be repositioned which was done. Second x-ray confirmed proper placement. Transferred to nursing home on (B)(6) 2012. Readmitted (B)(6) 2012 with change in mental status. Pneumocephaly noted on CT of the head. Cause unknown. Pt deteriorated and was intubated. Transferred to (B)(6) hospital on (B)(6) 2012. CT angiogram of the head identified that the PICC line was in the arterial system in the vertebral artery. Patient decided to make comfort care. Pt expired on (B)(6) 2012.